Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, when the left ventricular (lv) lead was removed from the device header, there was a brief loss of pacing on the right ventricular (rv) lead noted which resulted in an asystole. The procedure was completed successfully and the patient was stable following the procedure.